Event description:
Surgeon performed a bilateral breast augmentation and mini abdominalplasty on this patient on 5/2/06. This patient was brought back into surgery with fluid buildup in one of the two breasts on 5/16/06. The breast was irrigated and cultured. The culture produced pseudomonas. On 5/23/06 the one breast implant was removed and antibiotics delivered by choice of surgeon. Waiting 3-6 months to reimplant.

Manufacturer narrative:
Remaining samples from lot were forwarded for analysis to the manufacturer, aesculap, germany / b braun spain. This information was reported by the or supervisor, it should be noted the same suture part number and lot number was used on the other breast and abdominalplasty without reported complications. Biological indicator and eto certificate maintained by manufacturing facility.